Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, needle hard to remove, and change sensor alert. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-1884, mmt-431ag, mmt-7040a. Troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-342 was requested and customer response was the device will be returned. Mmt-1884 was requested and customer response was the device will be returned. Mmt-431ag was requested and customer response was the device will be returned. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08760 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (B)(4) units of normal bolus was delivered on (B)(6) 2025 00:00:13.000 and 10:40:14.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.